Event description:
A surgeon reported a pt who is dissatisfied with her visual acuity following intraocular lens (iol) implant surgery. The surgeon who did not implant lens, reported that pt had her iol procedure one and one half years prior. She had a yag capsulotomy performed some time after her iol implant. The surgeon reported he does not feel the iol was causing the pt's limited best corrected visual acuity. The pt has an epiretinal membrane which he feels is limiting her vision. The surgeon does not have access to the pt's prior medical records and cannot say if the epiretinal membrane was present before her iol implant procedure. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info. A completed questionnaire has not been received. (B)(4).